Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The subject device has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly, once the evaluation is completed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted approximately three (3) years and eight (8) months, was explanted due to aortic valve degeneration. It was noted that the valve was leaking and also had some degree of stenosis. The explanted device was replaced with another edwards bioprosthetic valve. There were no complications. The patient was discharged home on pod #4.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated heavy calcification on leaflets 1 and 2, minimal calcification on leaflet 3, commissure 3 bent, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 2 had a tear of 5mm near commissure 2; calcification was evident near the tear. The sewing ring was cut around the valve. The wireform was exposed on all commissures and near commissure 3 at the inflow aspect. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of stenosis was confirmed. Report of leak could not be confirmed through visual observation. Calcification restricted leaflet mobility and led to stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause cannot be determined; however, patient factors may have contributed to the event.